Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, a bilateral patient underwent a primary right r3-tha surgery on (B)(6) 2009. They later were diagnosed with elevated chromium cobalt levels since 2017. Additionally, in (B)(6) 2024 labs detected renal impairment and brain imaging suggested a cognitive impairment and a possible encephalopathy, related to metal toxicity. Mris revealed no convincing evidence of osteolysis and were negative for any pseudotumor. It is unknown if the patient has been scheduled for a right hip revision or if it has been performed. No other complications were reported.

Manufacturer narrative:
H3, h6: as of today, the devices, all of which were used in treatment, remain implanted and therefore cannot be tested. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, or definite escalation actions review could not be performed. If more information is received, this investigation will be reopened. The review of the product's current IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed for the metal toxicity. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further escalation actions are required. A review of historic escalation actions for all modular heads and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. No further escalation actions are required. The available medical documents were reviewed. A clinical root cause of the elevated metal ions could not be determined. The patient impact is determined to be the reported elevated metal ions. There is no evidence the reported renal and cognitive impairments were associated with the implants. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.